Event description:
The customer reported the monitor would not come on. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter. System operates as intended. (B)(4).